Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. The reported failure "this lens is fogging. Camera is blurry." Was confirmed. According to henke: scope was received on 12/6/2024, shipped back out on 12/16/2024. Level 3 tip damage, deep dents, was replaced with sn (B)(6). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.